Manufacturer narrative:
Sample was collected by the emergency room nurse. Centrifugation info was not supplied. Sample was not aliquoted or re-centrifuged prior to repeat testing. Sample was inspected prior to analyzing on the I-stat. The sample was a full collection tube with a normal appearance and no visible fibrin. Quality control was within specs and there were no errors in the event log. On (B)(4) 2009, the field service engineer (fse) evaluated the analyzer and identified worn peri pump tubing. Performed preventative maintenance which was due. A system check was performed and failed the lumwash-son. Fse adjusted the mixer speed and the wash arm height. The system check was performed again and results met published specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 complaints for add'l reportable events.

Event description:
Customer reported an erroneous high accu tni (troponin I) result was obtained for one pt when using the access 2 immunoassay system. The initial troponin results was above the normal reference range and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The erroneous high result was reported out of the lab. The sample was retested on both the unicel dxc 600i synchron access clinical system and istat and was in the normal reference range. It is unk if there was any affect to pt treatment. No reports of death or serious injury as a result of this event.